Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on these defibrillation, coronary sinus, and transvenous leads. Increased impedances were noted on the defibrillation lead. In addition, pacing inhibition was also documented.